Event description:
It was reported that a patient received a biozorb device on (B)(6) 2018, the physician reported that patient completed radiation treatment and developed an infection on the wound site. From april to (B)(6) 2018 the patient received intermittently antibiotics due to recurrent cellulitis and small amount of drainage from the incision. The physician reported that the patient was taken to the operating room on (B)(6) 2019, to remove the remaining pieces of the biozorb and close the wound. The physician reported that around 25 % of the device was remaining which she removed and that she removed a capsule created due to foreign body reaction. The physician noted that the biozorb had migrated just under the dermis/skin surface. The physician reported it as strange as it was not the location of the placement of the marker where she found it. No other information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.